Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a clogged tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a deformation problems was identified, caused by changes in the shape or size of the device due to an applied force. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.